Manufacturer narrative:
Visual analysis of the photographs identified: calcification: no observed calcification on the device. Capsular contracture: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional later reported right side seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: calcification, rupture, silicone migration and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported calcification, rupture, silicone migration and capsular contracture, baker grade unknown. The device remains implanted. This relates to the right side.